Manufacturer narrative:
Follow up attempts were made to obtain patient information and date of event; no response received. If information is received, the complaint will be updated.

Event description:
The customer reported the touch screen display is not working; touch screen not responding. The fse reported there was patient involvement and no patient harm.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The touch screen assembly was tested and no failures were identified.